Event description:
It was reported that a 10mm amplatzer septal occluder was selected for implant on (B)(6) 2024. During implant the device took on a cobra shape. The device was removed from the patient and replaced with a new 11mm amplatzer septal occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted in the delivery system. There were no clinically significant delays in the procedure. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity did not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Reportedly, it was indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment, and an 7f delivery sheath was used. As recommended per the instructions for use for 10 mm amplatzer ¿ septal occluder the 6f was intended use which could have contributed to the reported event of deformity.